Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The calibration and qc were acceptable. The alarm trace showed "abnormal aspiration" and "sample probe" alarms. The field service representative (fsr) found an overflow issue caused by high gear pump pressure. He verified the main pump pressure, adjusted the gear pump, reset the rinse volumes, and performed successful checks and tests. The investigation determined that the issue found by the fsr was the root cause of the event.

Event description:
There was an allegation of questionable test results for several patient samples on a cobas c 503 analytical unit. The following assays were affected: phosphorus, calcium, alt, ast, and creatinine. 3 examples were provided: patient 1: the initial phosphorus result was 1.0 mg/dl, and the repeated result was 1.5 mg/dl. Patient 2: the initial calcium result was 7.2 mg/dl, and the repeated result was 9.2 mg/dl. Patient 3: the initial alt result was 26 u/l, and the repeated result was 44 u/l. The initial ast result was 70 u/l, and the repeated result was 107 u/l. The initial creatinine result was 0.75 mg/dl, and the repeated result was 0.93 mg/dl. The repeated results were obtained on another module, and they were believed to be correct. The samples were repeated because qc failed.